Event description:
It was reported that a symptomatic patient presented in clinic for follow up. Device was found to be in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
Device not returned. (B)(4).